Event description:
It was reported that the patient presented to the hospital for an implant procedure. A few hours after the procedure, it was noted that the right atrial (ra) lead was oversensing ventricular signals. Chest x-ray confirmed that the ra lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and far r oversensing. A complete lead was returned in one piece with the helix noted retracted and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of far r oversensing was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.